Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: poor electrical contacts on the switch; rust was generated in metal parts; the coupler was missing the stopper pin and was rusty; and the remote switch at number 3 did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for use, the image on the high definition autoclavable camera head temporarily disappeared. The customer connected the device to the olympus system, but no image was displayed on the screen. The camera was being used with the storz system. The intended therapeutic laparoscopy procedure was completed successfully with a similar device and no delay. There were no reports of patient harm associated with this event.